Manufacturer narrative:
According to the facility when administering medication the "needle detached from the syringe and the patient doesn't get a full dose of the medication due to the medication spilling". Per the facility this occurred in the patient's abdomen, and the needle was checked for securement prior to use. The facility stated the patient is doing ok and no serious injury occurred. No additional information is available at this time. A sample was returned for evaluation, however, after visual and functional inspection and testing a root cause could not be determined. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility when administering medication the "needle detached from the syringe and the patient doesn't get a full dose of the medication due to the medication spilling".